Event description:
Impossible to switch on the tablet programmer after the upgrade.

Manufacturer narrative:
Please find below the conclusions: - at reception, it was not possible to power on the tablet. Therefore, it was impossible to retrieve the files. - the most likely hypotheses would be that the tablet is sealed due to a failure at the bios¿ and/or firmware¿s levels (which control the motherboard and other important functions). - this issue may have occurred due to the smartview installation interruption during a bios or a firmware update leading to this tablet sealing.

Event description:
Impossible to switch on the tablet programmer after the upgrade.